Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
On jul 11, 2017: litigation received. Litigation alleges pain, discomfort, stiffness and weakness, severe metallosis. No part and lot information provided. This complaint was updated on: jul 19, 2017.

Event description:
Update sep 11, 2017: legal medical records. In addition to what was previously alleged, pfs alleges very high chromium and cobalt levels, reduction in ambulatory function and fatigue. After review of the medical records for the MDR reportability, patient was revised to address metallosis. Laboratory result for cobalt-chromium is above 7 ug/l. Added unknown stem due to high metal ions level. Also added cup since this was revised. This complaint was updated on oct 2, 2017.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf alleges metal wear/metallosis, and elevated metal ions which was previously reported. After review of medical records for the MDR reportability, there is no new information. Noted patient's residence, added firm, added revision hospital, updated associated contacts.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.